Manufacturer narrative:
Unit received with blank display due to battery connector not plugged in properly. Unable to perform full functional due to blank display. Unit received with cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that customer experienced pump being unresponsive without any prior alarms. No further information provided.